Manufacturer narrative:
Concomitant product: wolf 400mm semi rigid uteroscope with a 2.4mm lumen asp clinical support responded to the customer inquiry regarding lumen claims. The customer was advised that the wolf 400mm semi rigid uteroscope with a 2.4mm lumen is out of the lumen claims for the sterrad 100s and the sterrad nx (serial numbers unknown).

Event description:
A customer reported sterilizing a wolf 400mm semi rigid uteroscope with a 2.4mm lumen in the sterrad 100s. The customer was advised that this scope is out of the sterrad 100s and the sterrad nx lumen claim. The scope is not approved to be sterilized in the sterrad units. It is unknown if there are any reports of harm or injury or how many possible patients were involved. Additional information received by asp will be reported on a 3500a supplemental report.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for sterility claim(s). Trending analysis for sterility claim(s) issues associated to the sterrad 100s did not indicate a significant trend. (B)(4). It was confirmed there was no report of injury or harm to patients. There were no parts returned for investigation. The customer failed to follow instructions regarding lumen claims for scopes that can be processed in the sterrad.